Event description:
Hcp reported the pt had an MRI done and they discovered a "possible granuloma formation". The hcp has been contacted for additional info. A follow up report will be sent when additional info is received.